Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the customer allegation was confirmed. Based on the investigation results, the likely reasons for the cutting wire breakage are as follows: high-frequency current was applied between the cutting wire and the tissue (or calculus) at the point of contact. As a result, the current density at the contact area increased, causing the cutting wire to become instantly hot and melt. High-frequency current was applied when the cutting wire and the tissue (or calculus) were in close proximity to each other. Consequently, an electrical discharge occurred between the cutting wire and the tissue, leading to the cutting wire becoming instantly hot and melting. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: (drawing no. Rk2599 revision no.2) since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of water and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use 3-lumen sphincterotome v was broken and did not turn on. The issue occurred during an unspecified therapeutic procedure that was completed using a similar device. There were no reports of patient harm.